Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 - 2019 - 00408, 0001822565 - 2019 - 00409, 0001822565 - 2019 - 00410, 0001822565 - 2019 - 00412, 0001822565 - 2019 - 00413, 0001822565 - 2019 - 00414, 0001822565 - 2019 - 00415, 0001822565 - 2019 - 00416, 0001822565 - 2019 - 00417, 0001822565 - 2019 - 00418, 0002648920 - 2019 - 00069, 0002648920 - 2019 - 00070, 0002648920 - 2019 - 00071, 0002648920 - 2019 - 00072, 0001822565 - 2019 - 00419, 0001822565 - 2019 - 00421. (B)(4). Concomitant medical products: item; lot; item description- 47235801203, 61242858, proximal dorsal ulnar plate left 3 holes 77 mm length; 47235901638, 62925786,   3.5 mm locking screw with 2.7 mm head 16 mm length; 47235901638, 63114989,   3.5 mm locking screw with 2.7 mm head 16 mm length; 47235902038, 61155741,   3.5 mm locking screw with 2.7 mm head 20 mm length; 47235902238, 61244522,   3.5 mm locking screw with 2.7 mm head 22 mm length; 47235901638, 63114989,   3.5 mm locking screw with 2.7 mm head 16 mm length; 47235902038, 62975836,   3.5 mm locking screw with 2.7 mm head 20 mm length; 47235901638, 63114989,   3.5 mm locking screw with 2.7 mm head 16 mm length; 47235901838, 61117352,   3.5 mm locking screw with 2.7 mm head 18 mm length; 47234801635, 62933610,   cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length; 47234802235, 62959293,   cortical bone screw self-tapping hex head 3.5 mm diameter 22 mm length; 47234801435, 62230449,   cortical bone screw self-tapping hex head 3.5 mm diameter 14 mm length; 47234801235, 61251340,   cortical bone screw self-tapping hex head 3.5 mm diameter 12 mm length; 47234801435, 62603180, cortical bone screw self-tapping hex head 3.5 mm diameter 14 mm length; 47234801235, 62675356, cortical bone screw self-tapping hex head 3.5 mm diameter 12 mm length; 47234801835, 63098016, 3.5mm cort scr x 18mm selftap; 47235901438, 63075443,   3.5 mm locking screw with 2.7 mm head 14 mm length. Report source: foreign: the event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to discomfort attributed to device corrosion in-vivo. No further information available at the time of this reporting.

Event description:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Manufacturer narrative:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.